Manufacturer narrative:
One medfusion pump was received with the top case cracked/chipped by the front right bottom corner and no visible contamination. The event history log was reviewed and there was an acu watchdog failure found several times. The power-up process was performed and the reported issue was unable to be confirmed. The cause of the reported issue was unable to be determined. According to the service manual, during the self-test, the acu signal is active. This alarm occurs if the processor failed to pet watchdog within the allotted time. The mainboard was replaced as a preventative measure and the pump was calibrated.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog. There was no reported adverse event.